Event description:
It was reported that the catheter was inserted without difficulty for routine obstetric use. During removal, following delivery, the catheter separated with a portion remaining in the pt. The retained portion was removed surgically. There were no add'l complications.